Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 300 mg/dl range. The patient experienced blood glucose values between 350 mg/dl and 400 mg/dl. She experienced thrist and frequent urination. The patient had been treating via manual insulin injection.during troubleshooting the drive support cap appeared normal. The customer declined to check for site related issues, setting related issues, or a high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had a cracked battery tube threads, reservoir tube lip and minor scratched display window.